Event description:
It was reported to philips that the device "defibrillator out is reading low on tester--about 20% off." There was no reported patient involvement.

Manufacturer narrative:
A philips field service engineer (fse) / authorized service personnel (asp) was dispatched to contact the customer. The customer reported that the defibrillator output was reading low when the customer used to defibrillator tester. The fse suggested solutions on phone but was uncertain if customer issue was resolved. The fse found nothing in status log or any error messages displayed. The fse pointed out that the instructions for use (IFU) manual states that the tolerance for the reading is plus or minus 15% when using the tester. He suggested the customer perform the test again to check his reading. He also provided the customer with the order parts numbers for the therapy pca and the therapy capacitor and provided options for bench or parts for repair. The customer replied that he needed to talk to his manager and would call back when needed. The customer subsequently replaced the therapy pca and found that the issue was not resolved. The customer contacted the fse and the fse advised the customer to replace the capacitor and advised the customer on the regulatory ship hold for all defibrillator parts on 25 october 2017.